Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a replacement surgery by a neurosurgeon who had never implanted an implantable neurostimulator before and he ¿messed it up.¿ the old lead wire was ¿pushed back up into the hole in her spine.¿ (refer to manufacturer report # 3004209178-2013-10139) the therapy ¿was not as effective¿ because the lead that was ¿pushed back up was loose.¿ it was also reported that the patient felt changes to stimulation sensation with positional changes like if she would ¿turn a certain way.¿ the device was replaced on 08/09/2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 377745, lot# n0042608, implanted: (B)(6) 2005. Product type: lead. (B)(4).